Manufacturer narrative:
Information added/updated to section h6 (device code, type of investigation, investigation findings, and investigations conclusions). The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformance's related to the complaint event were identified. The complaint for "implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure" was confirmed with objective evidence of the returned procedural imaging. Available information suggests procedural related factors likely contributed to the event. Procedural related factors include (incorrect positioning, and inadequate leaflet grasping) and imaging issue (no leaflet grasping clip recorded). Review of the returned procedural imaging confirmed the slda, however, imaging was unable to perform qualitative or quantitative assessment of the event leading to an slda or any device related issues or malfunctions. Evaluation of the available information is unable to identify a potential root cause for this event. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformance's. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint number (B)(4) the device was not returned for evaluation, as it remained implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification of a pascal procedure in tricuspid position where two devices were implanted anterior-septal. After the procedure, the grade of tricuspid regurgitation (tr) was 2+ and nothing special was observed. Almost one year after the procedure the patient has had a reintervention with a pascal precision ace device. The patient was symptomatic (shortness of breath), and the echo showed that the tricuspid and mitral regurgitation were worse than before (tr 4+). Color doppler showed a jet coming of the annular side. There was dilation of posterior side of the valve. In reversed 4- chamber view it could also be seen that there was a large jet on anterior side. Before starting the re-intervention, images were being reviewed and the 2nd device appeared to be jumping. It was concluded the anterior leaflet was ruptured due to unknown reasons. The jumping of the device was due to no tension on the septal leaflet, but if was confirmed there was no single-leaflet device attachment and both leaflets were attached to the pascal. During the reintervention, a pascal ace device was implanted posterior-septal. It could not be confirmed that more leaflet was ruptured after the device was implanted. Nothing special was seen during procedure or while releasing device. The tr after the reintervention was 2+.